Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a pump pocket infection. The pump site incision had a small open area draining purulent fluid, but there were no systemic signs of infection. A culture was taken and identified (B)(6). The patient was given intravenous antibiotics and given an infectious diseases consult. The patient's outcome was ongoing. No drug was in the pump and it was unknown what drug had previously been in the pump.